Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (multiple asystole events) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open black pulse wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.

Event description:
Download data from a (B)(6) male pt revealed multiple asystole events. Zoll customer support contacted the pt and issued him a replacement electrode belt.